Manufacturer narrative:
(B)(4).

Event description:
It was reported patient was not having as good symptom relief as she use to and she use to get 50% symptom relief. The patient was on program 1 and couple month now she started to not get good relief. Patient reported health care provider (hcp) office gave her new programs that she tried and she was back on program 1 but still not getting good relief. The patient reported she was in a speed boat in (B)(6) with a lot of bumping. Patient stated hcp checked her implant in (B)(6) 2015 after the speed boat ride and everything seem fine. Patient reported hcp thought if patient did a trial for a second implant so patient could eliminate catheterizing but the trial did not go well. The patient would like to know if a different program will help her symptoms. It was confirmed patient did not have a fall or trauma. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the patient noted that regarding circumstances that led to the event: the patient was uncertain as to what caused the change in symptom relief. Regarding steps taken to resolve the issue: the patient went to the doctor's office and had some new programs put on. Regarding had the reduction in symptom relief been resolved, it was noted: not yet.